Event description:
Outbound; pt reports, had cadd legacy pump alarm no disposable clamp on (B)(6) 2022, switched to backup pump which did not resolve issue so switched to new cassette and resumed infusion without alarm issue, cassette was discarded and lot number not available. No further details provided.